Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During thr case surgeon commented that the stem single piece inserter tip was rounded off (wear and tear) and as a result was not properly engaging in the recess of the corail stem during insertion. There was an alternative corail/summit single piece inserter available for use during the case and therefore no surgical delay or adverse patient outcome. Surgeon completed as planned. No further information available. Item available for return. Hospital require a replacement corail/summit single piece inserter (d257005100) asap. Thank you.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: review of the photo confirmed the device is worn. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.